Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 29 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include being confused and extremely disorientated. The patient was treated with carbs specifically a soda and was monitored until their blood glucose levels began to rise. The patient was released the same day. The pod was worn when seeking medical attention but was removed at the hospital and applied a new pod once they were back home.